Event description:
It was reported that an infusion pump had under delivered the medication to the patient and the event occurred after two alarms- one for empty tubing and the other for downstream occlusion. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.